Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited noise and low pacing impedance. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise oversensing which resulted in an inappropriate mode switch (ams) was observed in the atrial lead. No intervention was performed. The patient was stable.